Manufacturer narrative:
(B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was not communicating, and medication pulls from one machine were not being recognized on the others. A technical support specialist (tss) documented that review of the station data identified that both stations were not downloading data from the enterprise server due to running an older software version compared to the server. The tss determined that both stations required an upgrade to match the current server version, while another station was already on the correct version. The tss communicated the findings to the customer contact, confirmed that the required upgrades were scheduled, and received approval to proceed with case closure. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis machines did not appear to be communicating with each other. When medications were removed from one machine, the information was not reflected on the other machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.